Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the battery cap does not work. The blood glucose reading is 147 mg/dl. The insulin pump has a blank display. The contacts on the battery cap are damaged. Customer mentioned that she was hospitalized. The insulin pump was dislodged and did not alarm. The insulin pump did not delivery insulin leading to a staph infection and diabetes ketoacidosis. Nothing further reported.